Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported the deep brain stimulation (dbs) was implanted 7 years prior and was turned off about 4 years prior. The caller stated the dbs was placed for essential tremor but was place on the "dystonic side" and the patient tried it but it was not effective for them. The caller stated the device was obtrusive and bothering the patient so they wanted it removed. The caller indicated the device was not effective from implant even from the beginning it was bothersome to the patient. No symptoms or complications were reported or anticipated.